Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a onetouch ultra2 meter was powering off during use. The pt tests his blood glucose 5-6 times a day. He manages his diabetes with sliding-scale humalog based on his meter readings. The pt indicated that the alleged meter issue started about a month ago and that the issue was intermittent. He also stated that he has not tested for a while because of the meter issue. The pt claimed that three days prior, he was not feeling well during the morning time. The pt could not recall what actions he took that morning or that day. He could not remember if he even tested or attempted to test the day before or the day of the event. Later, that same day in the afternoon, the pt claimed that he passed out and his neighbor found him in that condition. The paramedics were contacted and he was transported to a hospital via an ambulance. The pt claimed that he was hospitalized for 3 days due to hypoglycemia. The pt stated that he was given unspecified treatment to raise his blood glucose. The pt did not have a replacement battery for troubleshooting. He reportedly did not change the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion: the pt claimed that he was hospitalized and treated for hypoglycemia because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.